Event description:
It was reported that during the implant procedure the lead could not be properly placed in the right atrium because the helix would not extend under fluoroscopy. The doctor attempted to extend the helix 4 times. The doctor connected the lead to pacing cables and the impedance was greater than 2500 ohms. A new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).